Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. A suture was required to close the incision. The injection system used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Evaluation results: other - visual inspection of the returned product found one haptic torn off and missing. There was evidence of reddish residue. Conclusions: other - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.